Manufacturer narrative:
The received x-ray was reviewed and it can be confirmed that the visible implants belong to the alta implants system. The reported event cannot no be confirmed only based on the x-rays. A device inspection was not possible since the affected device is not available for evaluation, therefore no further investigation is possible. The complaint relates to a failed extraction attempt of the 30-year-old alta chs lag screw. Based on clinical evaluation and review of the case with a medical expert: long-term bone integration, biological fixation, and morphological changes over decades are expected for such implants. Extraction challenges are well documented in literature for implants older than 15¿20 years. The absence of original extraction instruments does not indicate device malfunction; generic extraction tools are commonly used, and limitations primarily result from long-term bone remodeling. No evidence of device breakage, structural failure, or material defect was identified. The surgery was planned due to infection, which cannot be attributed to the device given the implantation time (>30 years). Therefore, the observed outcome is clinically consistent with expected behavior of a lag screw after long-term implantation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the primary surgery was performed with alta chs lag screw and plate about 30 years ago. Removal alta chs lag screw was planned due to infection. Stryker japan no longer has instruments for removal, and this was communicated to the physician. A rescue kit was provided by stryker japan, but removal was unsuccessful despite using all available tools. The physician hopes to remove the implant if a reliable method becomes available. A second surgery is under consideration."

Event description:
As reported: "the primary surgery was performed with alta chs lag screw and plate about 30 years ago. Removal alta chs lag screw was planned due to infection. Stryker japan no longer has instruments for removal, and this was communicated to the physician. A rescue kit was provided by stryker japan, but removal was unsuccessful despite using all available tools. The physician hopes to remove the implant if a reliable method becomes available. A second surgery is under consideration."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.